Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he has been changing batteries every three to four days. The customer reported that the blood glucose was 14 mmol/l. Troubleshooting was not completed. The customer was advised to replaced out the insulin pump. The insulin pump is not expected to return for analysis.